Manufacturer narrative:
The investigation determined the issue was resolved by the service actions.

Manufacturer narrative:
The field service engineer checked the instrument, cleaned the sipper line, replaced the sipper seal piece, and performed liquid flow cleaning. After service was performed, a sample that had a result of <0.5 mlu/ml was tested on this analyzer and another analyzer without any problem and the same result was obtained. The investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable high elecsys hcg test system stat result for qc material and for one patient sample from the cobas e411 rack analyzer. The initial result using another cobas e411 analyzer was <0.5 miu/ml. The repeat result on this analyzer was 0.8 miu/ml. The questionable result was not reported outside of the laboratory. The reagent lot number was 491930, the expiration date was requested but was not provided.